Event description:
Philips received a complaint from the customer indicating that the locking caster was broken. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer of the latest service manual and provided the customer with the part number for the locking caster to order and replace.

Manufacturer narrative:
The customer replaced the lock caster to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.